Event description:
It was reported to clinical affairs from surgeon that an edwards aortic bioprosthetic valve was diagnosed as stenotic eight (8) years after implant; over the past year, her lv function has declined as her mean av gradient has increased. Patient was evaluated for implantation of a transcatheter valve inside the subject valve (valve in valve), but there is no information to suggest an intervention has yet been scheduled. No further information was provided.

Manufacturer narrative:
Report of stenosis eight years after implant, intervention has not yet been performed or planned. However, structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this explant cannot be identified or evaluated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. No further action is required at this time, edwards will continue to monitor all events.

Manufacturer narrative:
Additional manufacturer narrative - there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis (discarded), and therefore, the root cause of this event could not be further investigated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event.

Event description:
New information was received indicating that this patient underwent an open heart surgery and the valve was explanted and replaced. Operative report indicates the valve was inspected and noted to be severely stenotic.